Manufacturer narrative:
Correction: section d - device available for evaluation marked as yes, in the initial report this was marked as no. Additional information: section d - device returned to manufacturer. Section g - date received by manufacturer; type of report. Section h - evaluation codes. The evoke scs system was returned to saluda for analysis. The cls passed visual and functional testing with no anomalies identified. The lead was received severed, which most likely occurred during the explant procedure, and therefore functional testing could not be performed. The root cause of the wound dehiscence and impaired healing cannot be definitively determined; however, the physician noted the patient was undergoing palliative chemotherapy and was immunocompromised, which may have contributed to the reported event. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include "temporary or persistent post-surgical pain at hardware implantation sites and the patient may require surgery (including revision, explant, and replacement)" as a result.¿

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for impaired healing and wound dehiscence at the evoke closed loop stimulator (cls) implant site. The physician¿s evaluation did not identify an infection, and the patient was referred to wound care. The physician noted that the patient was undergoing palliative chemotherapy and was immunocompromised, which may have contributed to the impaired healing.

Manufacturer narrative:
Additional information: section b - event date; event description, section d - explant date, section g - date received by manufacturer; type of report, section h - device manufacture date; evaluation codes. Investigation of this event is in progress. Once the investigation is completed, a supplemental report will be submitted.

Event description:
The evoke scs system was explanted.